Event description:
Dealer stated that the left side of the seat/bar on a trsx5 wheelchair is bent. This unit was taken to show a patient and the seat was bent, out of box. No user involvement with this unit.